Event description:
Procedure performed: vats. Event description: "surgeon was using the trocar normally, and was used for the scope throughout the case." "The trocar was inserted properly without any issues, it was being used for the scope throughout the case, nothing out of the ordinary for the majority of the case, at one point at the near end of the case, he removed the trocar and it was broken at the tip, as per him he did nothing out of the ordinary and was confused as to why this incident occurred, and assured me that this has never occurred with our trocars before." Additional feedback received from [applied medical representative] via email on june 2, 2026: "1. No, it did not result in fragmented pieces. 2. [Photo received]. 3. Damage occurred to the cannula." Intervention: he requested for another applied trocar to be opened. Patient status: no injuries occurred.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.